Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer treated with bolus. Customer's blood glucose value was 271 mg/dl at the time of the call. Troubleshooting was not performed. Customer was advised to revert to back up plan. The product was not returned for analysis.